Event description:
Since the change in the product with dexcom g5 sensors, I started to develop a burning blister rash under each sensor within 24-48 hours after applying. Come to find out they are chemical burns and even after weeks of non replacement, I still have open blister wounds on the sites. I do have pictures of my burns, but not able to download them today for some reason. FDA safety report ID# (B)(4).